Event description:
Biomet received a report from the patient¿s legal counsel. It was reported that the patient underwent right shoulder arthroplasty on (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2009 due to the polyethylene liner dislodging. The liner and glenoid head were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on march 2, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. (B) (4)

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that the patient underwent right shoulder arthroplasty on (B) (6) 2007. Subsequently, a revision procedure was performed on (B) (6) 2009 due to the polyethylene liner dislodging. The liner and glenoid head were removed and replaced.